Event description:
Patient had been on an oscillator for hours when the "gas source low" alarm suddenly turned on. Patient was neopuffed while the rt [respiratory therapy] attempted to troubleshoot issue by hooking the air and o2 [oxygen] hose up to another gas source. However, the alarm persisted and at this point the blender on the oscillator started alarming as well. Rt took the machine out of service and started patient on a different oscillator with no issue.